Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-prog acc. Upn: m365nm71640. Model: nm-7164. Serial: (B)(6). Batch: 33028452. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was admitted to the emergency room due to suffering from a sudden return of parkinsonian symptoms. It was discovered after connecting to the clinician programmer that the stimulation was turned off on one of the electrodes which controlled one side of the body. The physician assessed that the cp software may have been the cause for the stimulation being turned off or it may have been accidentally turned off during the consultation with the patient. The patient recovered once the stimulation was turned back on and was able to return home.